Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a self conducted ventricular tachycardia (vt) which was accelerated into a ventricular fibrillation (vf) after anti-tachycardia pacing (atp) was delivered. The rhythm was successfully converted with a shock. This device remains in service. This patient will continue to be monitored. No additional adverse patient effects were reported.